Manufacturer narrative:
As reported, an optease retrieval filter was implanted in a patient who presented with recurrent deep vein thrombosis (dvt). Approximately fifteen months after the index procedure, the filter was visualized again during computerized tomography (CT) scan and was intact, although it was notated that the proximal end of the filter was ¿compressed¿. The patient was recently admitted to another hospital for an unknown reason (approximately seventeen and one-half months after the index procedure) and imaging of the filter noted that it was fractured in three (3) places and was embedded in the vena cava wall. No perforation was noted. The course of treatment for the patient is unknown at this time. Multiple attempts to obtain additional information have been unsuccessful. The device was not returned for analysis nor was a sterile lot number provided in order to conduct a device history record (DHR) review. The reported ¿filter ¿ shape altered in patient¿ and ¿filter ¿ fractured¿ could not be confirmed as the device was not returned for analysis nor were procedural films/images provided for review. Based on the information available for review, factors contributing to these events could not be determined. Without a DHR, there is no indication of a design or manufacturing related cause for these events; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Please note that the exact event date is unknown. The alert date of 8/10/2015 is being used as the event date. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, an optease retrieval filter was implanted in a patient who presented with recurrent deep vein thrombosis (dvt) during the index procedure. Approximately fifteen months after the index procedure, the filter was visualized again during computerized tomography (CT) scan and was intact, although it was notated that the proximal end of the filter was "compressed". The patient was recently admitted to another hospital for an unknown reason (approximately seventeen and one-half months after the index procedure) and imaging of the filter noted that it was fractured in three (3) places and was embedded in the vena cava wall. No perforation was noted. The course of treatment for the patient is unknown at this time. Images of the filter fracture are being obtained. Multiple attempts to obtain additional information have been unsuccessful.